Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary- the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. Visual inspection reveled that only the plates and the suture were returned. One of the plates is broken into two pieces. The other plate does not show structural anomalies. The suture was frayed. A manufacturing record evaluation was performed for the finished device umber 9l19608 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection results, we can conclude that the device shows a damage. The possible root cause can be attributed to procedural variables, such as device handling or product interaction during the procedure; an excessive tension applied to the suture could have caused the plate breakage and the suture to frayed, however this cannot be conclusively determined, as per IFU: use caution when tensioning the suture. Over-tensioning may cause suture or implant breakage. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that the omnispan meniscal repair system/27 degree device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the one of the plates on the device was broken into two pieces. There was no procedure nor patient involvement reported. No additional information was provided.